Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
External insulation abrasion was noted at 14.5-15.1cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasions were noted at 7.5-7.7cm, 25.7-27.5cm, 29.2-31.0cm, 31.7-32.4cm, and 38.5-39.9cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 5.7-5.8cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 6.4-6.6cm from the distal tip. The sensing conductor etfe coating was abraded at 6.5-6.7cm from the distal tip. This is consistent with the observation from the field of noise, capture anomaly, and impedance anomaly.

Event description:
It was reported that an asymptomatic patient presented in-clinic for a routine follow-up, noise on the rv lead was observed. No alerts were observed since last visit. The patient will be monitored. The lead remains implanted.

Event description:
New information received states that the lead was explanted and replaced due to high capture thresholds and high impedance. The patient condition remains the same.